Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Unomedical reference number (B)(4). Event occurred in poland, it was reported that on (B)(6) 2024 the patient experienced insulin flow block alarm and insulin does not exit after troubleshooting. No further information available.